Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function. When the team was preparing the leads by first inserting a clearing stylet inside the rv lead, the stylet could not progress to the distal tip, nor could the lead's distal screw be retracted. Then a spectranetics lead locking device (lld) was inserted into the rv lead. The lld could not progress to the distal tip either. The physician chose to use the lld along with suture, to provide the rail for the lead. The physician chose to use a spectranetics 12f glidelight laser sheath; however the device was upsized to a 14f glidelight to fit the lld and suture in the device, but could not get progress from the subclavian area to the superior vena cava (svc) due to calcifications. The physician used a cook medical evolution and 14f and 16f glidelight devices in order to progress; it was reported that traction was insufficient on the rv lead so it was difficult to make progress. However, when the physician reached the svc area, the patient''s blood pressure dropped. An effusion was noted via transesophageal echocardiography (tee). A pericardiocentesis was performed, and the patient's blood pressure recovered, so they tried to continue the procedure using the 16f glidelight device and outer sheath, but the patient''s blood pressure dropped again. Rescue efforts, including sternotomy, were performed. An injury was found in the svc. Repair to this area was successful and the blood pressure recovered. They again tried to continue the procedure with use of the 16f glidelight device, and an injury to the svc occurred again. A second repair was completed successfully and the procedure was then cancelled. Neither the rv or ra leads were removed. The patient survived the procedure and was transferred to ICU using temporary pacing. The plan was reported to commence the extraction procedure at a later date. There is no reported malfunction of any spectranetics device in use during the procedure.